Event description:
It was reported that the stent fracture resulted in patient complications and additional intervention. A 24 x 4.00mm promus premier drug-eluting stent was advanced during coronary angiography combined with intravascular ultrasound (ivus) examination. After the stent was deployed, the patient experienced a sudden drop in blood pressure (80/56 mmhg) and slowed heart rate (56 beats per minute). Ivus revealed a fracture in the distal portion of the stent. Emergency resuscitation was initiated and the fractured stent was covered with an additional stent. The patient's condition stabilized and they were transferred to the ward for further treatment and care.

Manufacturer narrative:
E1: initial reporter facility name: (B)(6) hospital of (B)(6). E1: initial reporter address 1: (B)(6). E1: initial reporter phone: (B)(6).